Event description:
Hospital advised that dopamine was set up to infuse at 20 micrograms per kgm per minute (approximately 9 - 10 mls/hr). An alarm sounded and an internal message scrolled in the display. The pump shut down. The user restarted the pump successfully after approximately 20 - 30 seconds, at this point the patient required resuscitation. Resuscitation was successful.